Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report a correction. The complaint product was reported as received for evaluation and analysis on 11-jul-2024. This was incorrect. On 11-jul-2024, a label was received and it was mistakenly received as the physical complaint product: the detachment handle (mdh1 / 102109430). The actual received device was an introducer component associated with one of the three coil products returned on that day. As a result, product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. A review of manufacturing documentation associated with this lot (102109430) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint device; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, each of the three coils used a 1.5mm x 4cm cerepak freeform mini (mcr091540 / 31207073), a 1mm x 4cm cerepak freeform mini (mcr091040 / 31045747), and a 1.5mm x 2.5cm cerepak freeform mini (mcr091525 / 31149187) did not detach using both manual break and with the detachment handle. There was no report of any negative patient impact. On 14-jun-2024, additional information was received. Per the information, the procedure was embolization of the middle meningeal artery. The catalog and lot number of the detachment handle used was mdh1 / 102109430. The same detachment handle was used with all three coils; it was indicated as not available for return. Manual break was attempted on the first coil implanted. The information indicated that ¿this is when the system appeared to be broken into two pieces. The pull wire was not attached. Mechanical [detachment] was attempted on the third coil (second attempt was successful) first, this was unsuccessful, we moved to manual break immediately without success. We wrapped the pull wire around finger and pulled and the pull wire appeared to have broken. The fourth coil we tried mechanical detachment and it was unsuccessful. We moved to manual right after without success. The system appeared to have broken into two separate pieces again. Pull wire no longer intact with the system.¿ the information indicated that when the cerepak freeform mini coils were removed after unsuccessful detachment attempts, they were still attached to their respective delivery systems; they were not stretched. The procedure was reported as a success, ¿we used a 2mm x 2cm freeform xtrasoft as our last (fifth) coil and this detached like normal and the procedure was completed. There was no evidence of blood flow interruption. There was no negative patient impact. There was no clinically significant procedure delay, ¿we moved quickly to withdraw the coil.¿ on 17-jun-2024, additional information was received. Per the information, manual break was used on the first coil, 1.5mm x 4cm cerepak freeform mini (mcr091540 / 31207073) and it did not detach. It was also reported that the system of the first coil appeared to have broken at the proximal part to the pre-scored area in the manual break zone. The second coil, a 1mm x 3cm cerepak freeform mini (mcr091030 / 31177297) was successfully detached using the detachment handle and was successfully implanted. The detachment handle was used first with the third coil 1mm x 4cm cerepak freeform mini (mcr091040 / 31045747) and the fourth coil, 1.5mm x 2.5cm cerepak freeform mini (mcr091525 / 31149187), then manual detachment attempt was made but the coils did not detach. In addition, with the fourth coil, the system appeared to have snapped at the proximal part to the scored on the manual break zone like with the first coil. The fifth coil, a 2mm x 2cm cerepak freeform xtrasoft (xcr120202 / 31118008) was used and it was successfully detached and implanted. The same detachment handle was used for the entire procedure. When the three of the coils malfunctioned, they moved on to coils from different sizes.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, gender, weight, race, and ethnicity were not provided. Section d.2b: procode is krd/hcg. Based on complaint information, the device is not available to be returned for analysis. A review of manufacturing documentation associated with this lot (102109430) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint device; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the full primary UDI number and to report that the product analysis lab received the complaint device on 11-jul-2024. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.